Event description:
The customer stated the rubella calibration failed with error code 1048: calibration check failure, cal a/b ratio too high, on the axsym analyzer. The customer recalibrated with standard calibrator and received error codes 1018 (calibration check failure, cal a, too high), 1021 (calibration check failure, cal a-f, span too small) and recalibrated with master cals and received error codes 1048 and 1111 (calibration check failure, m-cal 1, response too large). The tubing was decontaminated and all bulk solutions replaced without resolution. The abbott field service representative performed several trouble shooting steps without resolution. The customer finally received a passing calibration after centrifuging mc1 and mc2 and replacing the mup solution again. No impact to pt management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.